Event description:
0.2 micron filter was used for continuous chemo infusion and it was discovered that the inline filter was leaking causing a chemo spill. This occurred on 2 separate occasions 1 day apart.